Manufacturer narrative:
Continuation product ID 3889-28 lot# va04a8n implanted: (B)(6)2013 explanted: (B)(6)2016 product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was possibly related to the device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that an x-ray showed that the lead had moved out of the optimal position; the device diagnosis was a lead migration/dislodgement. There was no evidence of kinking or discontinuity of the metallic lead; the tip of the lead was projected anterior to the left side of the 3rd sacral piece. It was noted that the event was not related to the device or therapy and not related to the implant procedure. Interventions taken included explanting/replacing the entire system. The outcome of the event was resolved without sequelae as of (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical prdoucts: product ID: 3889-28, lot# va04a8n, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).